Event description:
Customer reported the insulin pump has been alerting error messages. The device alarmed sensor error and no delivery. Customer declined troubleshooting. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.